Event description:
The pt was taken to the operating room for a left anterior thoracotomy, left anterior pericardiectomy, open left pleural biopsy and evacuation of the left pleural effusion and pericardial effusion. Approximately 1000 ml of serous fluid was removed from the pleural space. Approximately 600ml of serous fluid was removed from the pericardium. Post operatively, the pt was sent to the intensive care unit. Her recovery was unremarkable and by (B)(6) 2010, she was ready for removal of her chest tube. At approximately 12:30pm, on (B)(6) 2010, the thoracic surgeon attempted removal of the chest tube. The chest tube fractured upon removal and a portion retracted back into the chest. The thoracic surgeon disclosed this to the pt. The thoracic surgeon decided that the retained portion of the chest tube would be removed the next day during an already planned procedure for ivc filter placement. The pt was in agreement with this plan. Chest tube was removed. Pt suffered a laceration of the left ventricle during this process and ultimately expired.